Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2025. The skin was prepped with soap and water prior to sensor insertion. On (B)(6) 2025, the patient experienced redness, inflammation, blisters, drainage, pustules, infection and an abscess under the sensor pod area only. The patient went to the ER for evaluation. At the ER, the patient had an incision and drainage procedure done on the abscess. The patient was also prescribed oral bactrim. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.